Manufacturer narrative:
The company representative was able to replicate the reported event. The lamp was replaced to address the issue. The system was tested and found to meet specification. Therefore, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during vitrectomy surgery in the eye (unknown) of the patient, a power failure occurred which disrupted the use of an ophthalmic operating system and caused the cassette from being used. The surgery was completed on the same day after replacing with another cassette, which increased the risk and affected the progress of the operation. The patient impact has not been provided.